Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was an area of in-stent restenosis (isr) located in moderately tortuous and severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at the tip of the balloon pinhole ruptured upon second inflation at 8 atmospheres for 6 seconds. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications reported, and the patient was in good condition after the procedure.